Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia intraperitoneal onlay mesh repair (ipom) procedure. The absorbable tacking device was being used during the fixation of the mesh prosthesis. Tacks were able to be fired from the device. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. When starting to fire the tacking device, it started to bend down. The shaft completely broke down from the center. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, the surgeon had to fix the mesh prosthesis with additional suturing. This led to an extension of the surgical time by twenty minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the device was fully fired and the shaft was broken. Functionally, the handle was able to be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken shaft may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.